Manufacturer narrative:
A review of the manufacturing records has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
This patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. The physician used a 33mm equalizer balloon on the contralateral limb which ruptured the left common iliac artery. The physician implanted an iliac extender component down to the level of the left hypogastric to repair the ruptured common iliac artery, however a distal type I endoleak was discovered. The physician then chose to coil embolize the hypogastric and implant another iliac extender component extending the graft into the external iliac artery. The final angiography revealed complete exclusion of the aneurysm, ruptured iliac, and no endoleak. The patient tolerated the procedure.